Manufacturer narrative:
Nihon kohden's clinical team reports that the cns (central nurses station) will not auto resume when a patient is reconnected to the g9, bedside monitor if the patient tile is paused. Therefore, each time a patient is reconnected to the g9, the pause must be cancelled and monitoring must be manually resumed on the cns. CAPA no. (B)(4) has been opened by nihon kohden corporation to address this issue. Device not returned.

Event description:
Nihon kohden's clinical team reports that the cns (central nurses station) will not auto resume when a patient is reconnected to the g9, bedside monitor if the patient tile is paused.